Manufacturer narrative:
Upon follow-up, it was reported that the patient treatment amikacin injection (50mg, intraperitoneal, stat) was discontinued. Four days after hospital admission, the patient was discharged. At the time of this report, the patient remained recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as the event onset, the patient was hospitalized due to cloudy pd effluent and abdominal pain and treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued on the same day) and amikacin injection (100mg, stat, intraperitoneal, discontinued on the same day). A day after the event onset, the patient was treated with amikacin injection (50mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique has been done for the patient. No additional information is available.